Event description:
The customer alleged while setting up the vent for pt use, the vent did not produce tones when the keypad was pressed as expected, intermittently. No pt harm was verified and the vent was changed out. The mallinckrodt customer support engineer (cse) inspected the device, verified the reported problem and replaced the power switch that appears to be the original vent equipment that was never changed during scheduled 10k pms. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.